Manufacturer narrative:
We have now concluded our investigation for the complaint received. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. Complaint samples were received for assessment. The dressings were pasted on to the arm and the non-adhesive tab lifted at the end of the dressing to peel the carrier no.4 off the dressing. The carrier was hardly separated from the soft film. The results of the investigation have shown that the most probable cause was an incorrect knife temperature setting. This has now been adjusted and the in-process inspection method optimised for carrier peeling. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when the carrier#4 was removed, the film dressing got peeled off from the skin due to the poor adhesive on the film or strong adhesion between the film and the carrier#4. Plural products in the carton were affected. No patient harm or delay. Backup dressings were available. The samples will be returned for investigation.